Event description:
It was reported that the physician was utilizing a quantum 2 generator and an unknown arthrowand. According to the physician, the energy from the wand would arc to the tip of the scope creating a resultant shock to the patient. There were no patient complications reported as a result of this event. Despite multiple attempts to contact the reporter, no additional information was provided.

Manufacturer narrative:
The patient's age and gender have been requested but were not received. Reference manufacturer's report(s): 3006524618-2012-00292.